Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, deflation (B)(4). Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast augmentation surgery with an unspecified saline experienced right sided capsular contracture baker grade unknown and deflation post procedure. As a result, patient who underwent bilateral removal and replacement with two 400cc mentor memorygel breast implants on (B)(6) 2020.

Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on (b(6) 2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant and developed capsular contracture. During visual evaluation of the picture no apparent damage or visual anomalies were observed in the product. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).